Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while using an exactamix pharmacy compounding device the bags were cloudy. This was observed during delivery in a pharmacy. To resolve this issue, a valve set and a second compounder were setup with no issues noted. There was no patient involvement. No additional information is available.